Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the device would not deploy the bands. A second speedband superview super 7 was used; however, the same problem happened. A third speedband superview super 7 was used, but still the device would not deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed before the ligator unit was attached to the scope; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.